Event description:
The aci sales professional received a call on (B)(4) 2014 while a male patient was on the operating table. It was reported that the patient underwent an interventional coronary procedure. Access was obtained at the common femoral artery. A pre-procedure femoral angiogram showed no presence of pvd/calcium and the vessel size to be 7 mm. Following the procedure, the technician who is a trained user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that the technician could not get the balloon to deflate after making multiple attempts to aspirate with the syringe which was included with the device and also a 50 cc syringe. The sales professional discussed other available options which included trying to manipulate the catheter to see if there was a kink, however, none of the suggestions worked. The patient was brought to surgery where they performed a cut down and removed the device." The patient was discharged from the hospital on (B)(6) 2014.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.